Event description:
The physician stated that the catheter stopped deflecting properly during the procedure. The catheter was replaced with a new one. No harm came to this patient. Manufacturer response (as per reporter) for navistar d curve, navistar d curveawaiting response

Event description:
The physician stated that the catheter stopped deflecting properly during the procedure. The catheter was replaced with a new one. No harm came to this patient. Manufacturer response (as per reporter) for navistar d curve, navistar d curveawaiting response